Event description:
It was reported that an acute myocardial infarct and cardiogenic shock patient treated with an iabp (not manufactured by abiomed) developed right leg ischemia requiring extensive intervention to repair. The intervention lasted approximately 5-8 hours during which no other cardiac support was administered. Following the attempted repair, the physician elected to continue treatment using an impella recover lp 2.5 cardiac assist device via left groin access. The impella implant procedure was described to have demonstrated a slight "ooze" from the access site which had resolved once the repositioning unit was fully advanced into the arteriotomy and secured at the site. The patient's hemodynamics improved while the impella was functioning the impella support continued for over an hour without incident. A vascular surgeon then arrived for specialized consult on the right leg injury resulting from the earlier iabp incident. Upon examination, the vascular surgeon ordered emergent surgical repair of the right leg: the patient was immediately transferred to the or. Upon being moved onto the or table, the patient rapidly developed a large hematoma localized to the impella insertion site as no pressure was being applied to the groin during transfer. The surgeon removed the device, and the patient ultimately expired 20-30 minutes later.

Manufacturer narrative:
Conclusions: (iabp involved in incident is not an abiomed device). The user facility has discarded the device involved in the event; therefore, a failure investigation cannot be completed on the device involved in the event and a conclusion cannot be drawn. The manufacturer will continue to investigate all other reasonably obtainable sources of information and will provide results and conclusions in a supplemental manufacturer medwatch report. Internal ref: (B) (4).